Event description:
It was reported that when the device was used during a laparoscopic appendectomy procedure, the device cut half way and did not lay the staples. The surgeon had to stitch cut tissue together. Extended or time by forty five minutes.